Event description:
In 2007, abbott point of care was contacted by a customer who reported that on two days later, the following were unexpected results: at 11:24 I-stat g3+ cartridge; p02 result of 95mmhg and pc02 result of >130mmhg. At 11:35 I-stat g3+ cartridge; p02 result of 102mmhg and pc02 result of >130mmhg. At 11:58 I-stat g+ cartridge; p02 result of 97mmhg and pc02 result of >130mmhg. The customer reported that on the same day, the following were the expected results: at 14:52 I-stat g3+ cartridge; p02 result of 58mmhg and a pc02 result of 34.9 mmhg. At 18:37 I-stat g3+ cartridge; p02 result of 67mmhg and a pc02 result of 38.1mmhg.